Manufacturer narrative:
The root cause for the sub-optimal processing of patient tissue samples reported by the complainant was a use error, which occurred at 07:34am on (B)(6) 2023. The facts indicate that a user did not complete manual replacement of the reagent in bottle 10 (ethanol) in accordance with the manufacturer instructions detailed in the section 5.4.4 of the leica peloris/peloris ii user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." At 07:31am on (B)(6) 2023, bottle 10 (ethanol) was not in contact with the corresponding sensor for 03:20 minutes, which is sufficient time to replace the reagent in this bottle in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica peloris/peloris ii user manual entitled <replacing reagents-manual>; however, information available from the complainant indicates that concentration in bottle 10 (ethanol) was measured by a user to be 84%. The station properties for bottle 10 (ethanol) were reset at 07:34am on (B)(6) 2023, with a user affirming in the instrument graphical user interface (gui) that the ethanol concentration in bottle 10 (ethanol) was to be set to the default value of 100%. The properties of the reagent in bottle 10 (ethanol) prior to these user actions were recorded in the instrument logs as: ethanol, concentration=84.9725, cycles=34, cassettes=5558, days=30. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 10 (ethanol) with an ethanol concentration of 84.9% was used for the final dehydration step in two (2) tissue processing runs, where sub-optimal processing of patient tissue samples was reported by the complainant. Investigation of this complaint found the instrument functioned as designed during execution of the "large 8 hour" protocol comprising 244 cassettes, which started in retort a at 12:58pm on (B)(6) 2023 and was abandoned by a user at 18:00pm on (B)(6) 2023 and the "biopsy 2 hour" protocol comprising 126 cassettes, which started in retort b at 13:11pm on (B)(6) 2023 and failed at 14:37pm on (B)(6) 2023, from which sub-optimal processing of patient tissue samples was reported by the complainant.

Event description:
On 31 january 2023, the complainant contacted leica biosystems and the following information was documented: "(B)(6) 2023: protocol abandoned and left xylene in the retort a." On 31 january 2023 the assigned leica field application specialist - core histology, west (fas) visited the customer site and documented the following additional information regarding the circumstances of the complaint: "customer is aware of the problem. A bottle was marked as changed in the software when in reality, the contents of [sic] the bottle was not changed." The fas documented the customer "...took hydrometer readings and discovered that bottle #10 software said 100% but the actual hydrometer reading indicated the concentration was 84%...it looks like user error..." The fas also documented the affected patient tissue samples were derived from a single tissue processing run, executed on retort a on (B)(6) 2023. The tissue artefact was described as "poorly dehydrated tissue. Water not completely removed before xylene causing the biopsy pieces to "float" in the embedding molds". On 01 february 2023, the fas contacted the customer and documented following additional information regarding the circumstances of this complaint: the affected patient tissue samples were derived from a two (2) tissue processing runs. The fas noted "the abandoned "biopsy 2 hour" protocol resulted in poorly dehydrated tissue. Tissue pieces floated up in the embedding molds during embedding. Tissues were reprocessed and then became very dry and difficult to section during microtomy." The customer advised "...bottle #10 was very cloudy and did not look clean even though the software indicated its concentration was 100% hydrometer reading of bottle #10 was actually 84%..." On 01 february 2023 the assigned leica field service engineer (fse) visited the customer site and documented: "when arrived onsite bottle have been changed already and instrument was used for other runs. All runs after abandoned run have completed with no issues". The fse performed several verification tests on both retorts successfully and found the instrument "...working to manufacture specifications." On 03 february 2023, the leica field application specialist - core histology, west documented the following: "I am waiting to hear back from the customer regarding the tissue status." On 15 february 2023, leica biosystems melbourne received the following information provided by the complainant to the leica field application specialist - core histology, west: "three cases that were improperly dehydrated on the peloris ii were not diagnosable." On 25 february 2023, the customer contacted the fas and the following additional information regarding the circumstances of this complaint was documented: the affected patient tissue samples were re-processed by ""for the small biopsies, we melted the blocks down and blotted off the excess paraffin from the tissue. Re-cassetted [sic] the tissue in the same cassette with new, formalin soaked biopsy sponges. Then put them on the 1 hour rush run on peloris iii. We were successful with this reprocessing procedure." " the type(s) and size(s) of the affected patient tissue samples was documented as "...a wide variety of tissue types and sizes were involved in the incident." On 25 february 2023, leica biosystems melbourne received the following information provided by the complainant to the leica field application specialist - core histology, west: "only one of the cases had clinical impact and re-biopsy could not be performed."